Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6. One cardiomems patient electronic system sn (B)(6) was received into the lab for analysis. Inspection of the power cord revealed physical damage due to excessive rotation which has broken the wire strands of the power circuit confirming the reported event. Based on the information provided to abbott and the investigation performed, the cause for the reported event was due to a frayed power cable.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The customer reported that the cords connected at the back of the unit was frayed and the unit began to spark. A replacement unit was ordered.